Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 341 mg/dl (aviva) and 152 mg/dl (nano). No adverse event reported. Return of suspect device was requested and replacement was sent.

Manufacturer narrative:
(B)(4). It was unknown if the initial reporter sent report to the FDA.